Manufacturer narrative:
The t:slim x2 pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally performed fill tubing twice while being connected to the pump. Reportedly, customer received approximately 25 units of unintended insulin. At the time of the call customer's blood glucose (bg) level was 112 mg/dl. Customer drank juice and stated they would be eating food. Subsequently, after the customer ate and delivered a bolus their bg level began to elevate (419 mg/dl). Customer delivered a bolus to bring bg levels back to target range. Customer declined further troubleshooting with tandem technical support.